Event description:
Device report from synthes reports an event in (B)(6) as follows: after an acdf procedure, the patient reported neck pain/cervical myelopathy. The post-operative imaging noted a minor subsidence of the implant. No revision procedure is planned at this time. The patient reported minor neck pain/discomfort and is currently on a neck brace for three (3) months. This report is for a zero-p cage. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Exact date of event is unknown; event occurred sometime in 2022. Complainant part is not expected to be returned for manufacturer review/investigation. Part 04.647.227s, lot 9260781: manufacturing site: (B)(4). Release to warehouse date: november 25, 2014. Expiration date: november 01, 2024. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.